Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine device change out, the left ventricular lead was unable to be removed from the pulse generator&#38112;header. The head of the screw in the device was observed to be worn out. The device was explanted as scheduled. The patient&#38112;condition post procedure was stable.